Event description:
It was reported that the pulse generator exhibited backup vvi. It was impossible to establish telemetry for recovery of data. It was noted that the patient had been lost to follow-up since implant in 2004. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.